Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had plastic chipping off of reservoir area. The customer's blood glucose was unknown at the time of incident. The customer reports motor seems louder than before. The pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test and displacement test or verify low battery alarm, rewind anomaly due to unresponsive button. Device had cracked reservoir tube lip, no broken noted. (B)(4).